Event description:
It was reported that there was a crack in the insulation at the distal tip of the permanent cautery hook instrument. No further details were provided. No patient harm, adverse outcome or injury was reported.